Event description:
Customer reported that the pump screen was dark and would not turn on despite efforts to troubleshoot the issue, indicating a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent out, as the original pump was still under warranty. The customer was instructed to return the faulty pump and advised on using the replacement, which would include updated software. The customer acknowledged the instructions and agreed to reach out to their healthcare provider for backup therapy as no alternative was readily available.